Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012, the patient obtained three blood glucose readings of 500 mg/dl and she experienced the symptoms of dizziness and "not feeling right". The patient replaced the infusion set and discovered the cannula was bent. The patient alleged that the pump did not give an occlusion alarm with this bent cannula. The patient reported that she changed the infusion site and was able to give herself a correcting bolus dose of insulin, and her blood glucose level dropped to normal levels of 90 mg/dl to 110 mg/dl. Troubleshooting revealed there was no misuse of the product. The technical support representative reviewed with the patient that if a small amount of insulin is able to be moved through the occlusion, the pump will not sense an occlusion and will not give an occlusion alarm. There was no evidence the pump was not functioning appropriately. The patient's technique was incorrect by having bent cannulas in the infusion set. There was no evidence the pump was not functioning appropriately. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on testing, a rewind, load and prime sequence was performed successfully without alarming. The force sensor was tested and found to be within specifications. An occlusion was induced and the pump responded with the appropriate visual and audible alert. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.